Event description:
It was reported that during an unknown therapeutic procedure, 5 units of the subject device had never deployed. This resulted to the delay of the procedure for more than 30 minutes. The procedure was then completed with a competitor device. There were no reports of patient harm. The following patient identifiers are linked : (B)(6).

Event description:
Additional information was received from the customer confirming that there was no patient harm from the procedural delay. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure. Thus, correcting b1 and, b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. Updated f10 health effect: impact code to f26.